Event description:
It was reported that the unit is overheating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation identified that the internal tubing of the t-pump had been reversed. After identifying this condition it was found that the reversed tubing was changing the flow path of the heater thus likely causing this slightly over heating condition. It was noted that the 110 degrees that was found during the investigation did not hold that temperature for very long. After reaching that temperature the device would immediately begin to go down into the devices acceptable range of 105 degrees - 109 degrees at the highest temperature setting. The increased temperature would not generate enough heat to cause a patient burn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device was replaced when the customer sent their device in for evaluation.

Event description:
It was reported that the unit is overheating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.